Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that intermittent ventricular undersensing due to low r-wave variability and low, out of range pacing lead impedance were observed for the lead. Lead replacement was suggested.